Event description:
It was reported that when the patient stood up he fainted. During in-clinic follow-up, noise was noted on egm which inhibited the pacing. The source of the noise could not be determined. The device was reprogrammed. Patient¿s condition is unknown after the event.

Manufacturer narrative:
(B)(4).